Event description:
It was reported to nova biomedical that a consumer received a result of 240 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting a result of 108 mg/dl. The difference in the readings was determined to be clinically significant. The test strips and meter in question will not be returned for eval. The consumer terminated the phone call.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.